Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents and no unexpected low battery alarm or power loss alarm noted. Device passed the delivery accuracy test. Device was received with scratched case, minor scratched lcd window and pillowing keypad overlay.

Manufacturer narrative:
(B)(4); pump not received stuck in manufacturing mode. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operations currents and no unexpected low battery alarm or power loss alarm noted. Unit passed the delivery accuracy test at 0.08705 inches. Pump was received with scratched case, minor scratched lcd window and pillowing keypad overlay.

Event description:
Complaints text (B)(6) 2018 , 13:53:51 , (B)(4) see following svn's for related issues: (B)(4); complaints text (B)(6) 2018, 13:48:48 , (B)(4) related svn (B)(4); complaints text (B)(6) 2018, 13:48:42 , (B)(4). Initial notes: elise calling to transfer from sr. Cust had dka due to pump malfunction. Cust wont be released until he gets new pump. Inquired what led up to the complaint. Customer response: cust sts that someone was supposed to call him. Cust sts that because no one called him back and that's why he is in hospital. Cust sts that he tried to fed ti a calibration and then cust sts that it didn't feed him insulin and that's how he ended up in hospital. Cust sts that it was crazy high and he checked ketones and then they told him to go to hospital because it was so high. Cust sts that he was bolusing but bg didn't come down. Cust sts that monday he took pump to upload at office but cust sts that after that is when issue arose. Cust sts that it was 411 and at hospital it was 355. Hospitalization details: nature of treatment. Findings: admitted . Time and date of hospitalization: (B)(6). Bg value when admitted to hospital: 355. Name of hospital: (B)(6) hospital in (B)(6). Name of patient/individual reporting: self.phone number of hospital/reporter: (B)(6). Description of complaint: dka and couldnt get bg down. Any significant events leading to hospitalization: cust was bolusing and bg wouldnt come down . Cause of hospitalization per hcp: dka. Document the outcome of the hospitalization: still in. Was customer wearing the pump at time of hospitalization? Yes. Adv the pump will need to be replaced. Adv to revert to back up plan per hcp's instructions until rpl arrives. Adv to retrieve and save pump settings and complete normal carelink personal pump upload. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Explained the rpl policy. Explained the interaction aftercare email. Adv of available online resources. Customer's outcome pertaining to the complaint: cust declined to ts and just wants another pump so he can get out of hospital. Adv cust that tsing is benefical to find concern, adv cust that replacing the pump might not fix issue. Adv cust if it happens again to call back to ts and further address. Adv cust will also replace sensor as courtesy as well. Ship: rpl pump, (B)(4)/ return: pump